Event description:
It was reported that the pt's device was unresponsive to telemetry attempts using the physician programmer, the pt programmer, and the recharger. This began immediately following a nuclear migb scan performed on the pt. It was noted that the pt's ins was fully charged before the scan was performed. Follow the lack of responsiveness of ins, a physician mode recharge (pmr) was initiated. The pmr was then discontinued and an al was initiated. The ins recharger was interrogated and produced a power on reset (por) message. A regular recharge screen was then displayed indicating a low battery. No further details, pt symptoms or outcome were provided. Add'l info was provided at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).